Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab. The reported issue volume was not loud enough was duplicated during the pal evaluation. The assignable cause for the reported issue volume was not loud enough was determined to be caused by an inoperative speaker. A service history review was performed revealing the reported condition is not related to any previous reported problem with this device.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The customer contacted baxter's technical service center to report a volume issue on a homechoice (hc) machine during use. The volume would not go any louder and the home patient (hp) could barely hear the alarm. The technical service representative (tsr) initiated a swap of the machine. The tsr did not discuss the use of continuous ambulatory peritoneal dialysis (capd) as the hc was operational. There was a patient involved, but no patient injury or medical intervention indicated at the time of the initial report.